Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted via the right femoral artery in a 71-year-old male patient for the indication of acute myocardial infarction complicated by cardiogenic shock (ami/cgs). The patient¿s comorbidities were not fully reported; however, coronary artery disease was noted. The patient¿s clinical state prior to initiation of support was consistent with society for cardiovascular angiography and interventions (scai) stage d cardiogenic shock. The impella purge solution consisted of dextrose 5% in water (d5w) with 25 milliequivalents per liter (meq/l) sodium bicarbonate. While in the cardiac catheterization laboratory following the procedure, the patient developed ventricular tachycardia (vt) requiring two defibrillations. The treating physician assessed device position using fluoroscopy and confirmed that the impella catheter was in appropriate position. Per report, the physician indicated that the arrhythmia was not believed to be related to the impella device, and the event was considered in the context of the patient¿s underlying coronary artery disease and acute myocardial infarction. Additional information reported that the ventricular tachycardia occurred early during support, with no recurrence of arrhythmias thereafter. While in the cath lab, a hematoma was noted at the impella femoral access site. The physician was aware and noted as the md helped with suturing and dressing was placed. It was noted that manual pressure was applied and hemostasis was achieved. The dressing was subsequently changed in the intensive care unit, with continued monitoring by the care team. A slight decrease in hemoglobin was reported; however, no blood transfusion was required, and the groin site remained soft without expansion of hematoma. The care team elected to continue close monitoring. During support, aic battery was noted as not charging. An aic exchange was performed with no consequence to the patient and support was resumed without any known adverse events. The impella device remained on support at the time of reporting.

Manufacturer narrative:
B5 clinical narrative updated and h6 codes were updated. D6 explant was updated. H1 type of reportable event was updated from serious injury to death.

Event description:
Updated clinical narrative: the patient expired following withdrawal of care approximately 10 days after the initiation of impella support. The death is conservatively being reported; however, it is more likely attributable to the patient¿s underlying acute myocardial infarction, coronary artery disease, and cardiogenic shock (society for cardiovascular angiography and interventions stage d). Previous clinical narrative: an impella cp device was inserted via the right femoral artery in a 71-year-old male patient for the indication of acute myocardial infarction complicated by cardiogenic shock (ami/cgs). The patient¿s comorbidities were not fully reported; however, coronary artery disease was noted. The patient¿s clinical state prior to initiation of support was consistent with society for cardiovascular angiography and interventions (scai) stage d cardiogenic shock. The impella purge solution consisted of dextrose 5% in water (d5w) with 25 milliequivalents per liter (meq/l) sodium bicarbonate. While in the cardiac catheterization laboratory following the procedure, the patient developed ventricular tachycardia (vt) requiring two defibrillations. The treating physician assessed device position using fluoroscopy and confirmed that the impella catheter was in appropriate position. Per report, the physician indicated that the arrhythmia was not believed to be related to the impella device, and the event was considered in the context of the patient¿s underlying coronary artery disease and acute myocardial infarction. Additional information reported that the ventricular tachycardia occurred early during support, with no recurrence of arrhythmias thereafter. While in the cath lab, a hematoma was noted at the impella femoral access site. The physician was aware and noted as the md helped with suturing and dressing was placed. It was noted that manual pressure was applied and hemostasis was achieved. The dressing was subsequently changed in the intensive care unit, with continued monitoring by the care team. A slight decrease in hemoglobin was reported; however, no blood transfusion was required, and the groin site remained soft without expansion of hematoma. The care team elected to continue close monitoring. During support, aic battery was noted as not charging. An aic exchange was performed with no consequence to the patient and support was resumed without any known adverse events. The impella device remained on support at the time of reporting.

Manufacturer narrative:
Corrected information provided in d3 (manufacturer fax). The root cause of the injury was unable to be determined due to insufficient clinical details. Additional information has been provided in h6 and h11.